Event description:
It was reported by the customer that, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The plug was not connecting. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect clinical code, health effect impact codes), h11.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The plug was not connecting. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) inspected the unit and was unable to replicate the reported issue. As a precautionary measure, the fse performed a full calibration, functional testing, and safety inspection in accordance with factory specifications. The device passed all checks and is cleared for return to the customer and ready for use.